Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing autoreducing and the system is shutting down. Diagnostics indicated high impedances. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates that during intraop testing it was noted that the high impedances were on the two extensions and not the lead. As such, the lead is no longer considered reportable.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.